Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being reported on this follow-up #01 MFR report:3005168196-2016-00641. 1. Section h. Box 4. Device manufacture.

Manufacturer narrative:
Results: the penumbra system aspiration pump max 110v (pump max) was opened by the penumbra investigator and no damage or abnormalities were observed. Conclusions: evaluation of the returned device revealed that the pump was functional. The pump was plugged in and powered on and generated vacuum. The pump was opened by the penumbra investigator and no damage or abnormalities were observed. The root cause of this complaint cannot be determined. Penumbra pumps are 100% functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110v (pump max). During the procedure, the pump max failed to power back on after it had been powered off. In addition, the green on/off switch did not illuminate. Prior to being powered off, the pump max had been working as intended. The procedure was completed using a back-up pump max. There was no report of an adverse effect to the patient.